Event description:
It was reported that during routine checkup the cs100 intra-aortic balloon pump (iabp) would not switch on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, g4, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h11 corrected fields: d1, d4(model#, catalog#, & UDI#), g1(contact person), h4, h6(component codes), h10 *a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse suspected an issue with the power supply. The power supply will be replaced and further testing performed. Upon receipt the fse replaced the power supply. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse suspected an issue with the power supply. The power supply will be replaced and further testing performed. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not switch on. There was no patient involvement, and no adverse event reported.